Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Follow-up is in progress regarding the availability for this device for return. At this time, no response has been received. With the available information, the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. If new information becomes available or the device is returned for evaluation, a supplemental report will be filed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23 mm pericardial aortic valve, implanted 12 years, eight months was explanted due to stenosis. The explanted device was replaced with a 21 mm pericardial aortic valve. The valve seated without difficulty. It was noted that patient also underwent mv repair with a 36 mm annuloplasty ring and CABG x2. The ring seated without difficulty. Tee showed no mitral regurgitation and no aortic insufficiency or leaks. The patient became unstable with ventricular tachycardia and required cardioversion. For that reason, an iabp was placed and amiodarone was given which stabilized his hemodynamics and rhythm. The patient was taken to the ICU in fair condition.